Event description:
It was reported that during the implant procedure, the lead was not able to be implanted when the surgeon had difficulty with the stylet at 1st 2cm of the lead. He felt there was some sort of blockage. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No anomalies, a stylet could be inserted to the tip of the returned segment with no problems.